Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electronic transmission indicated impedance on the right atrial (ra) lead was undefined. The lead has been explanted and replaced. No patient complications have been reported as a result of this event.